Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The device remains implanted. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that approximately three months following a glaucoma device shunt implantation, a patient experienced increased intraocular pressure (iop) of 19 mmhg and was treated with topical medication. The patient returned for an examination one week later and presented decreased vision, corneal edema and increased iop of 40 mmhg. The surgeon reported the shunt was well positioned in the patient's eye. Additional topical medication was prescribed to decrease the iop. The patient returned for an additional examination and the surgeon reported the patient's eye was calmer, the cornea was clear and the iop was 22 mmhg. Additional information has been requested.